Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft limb was intended for implantation in a patient for the endovascular treatment of a greater than 50 mm diameter abdominal aortic aneurysm. There was some calcification present, but no tortuosity or angulation. It was reported that during the index procedure, the physician advanced the device without the use of the sheath into the left femoral access point. The device could not advance up to the leia and was sticking. It was reported that the physician then withdrew the device and a kink on the catheter was noted, at the point where the graft cover meets the tip. It was also reported that there appeared to be a small gap between the stent graft and the tip inside the device. The physician then successfully used another device of same size. In total, three stent grafts were successfully implanted, with no endoleaks present. The physician stated the cause of the event could not be determined. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Film review: the exact cause of the reported inability to advance the device up the left external iliac artery could not be determined from the pre-implant films provided. Images during implant were not available for review and the reported event could not be assessed. Post-implant images were also not provided. The films revealed that the patient¿s iliac arteries were non-tortuous but extensively calcified; bilaterally. The left common iliac artery diameter ranged from 13 ¿ 11 ¿ 8 ¿ 14mm, and the left external ranged in diameter from 8 ¿ 9mm with moderate calcification observed. Therefore, it is possible that implanting via the calcified vessels without a sheath may have contributed to the events. It is also possible that the reported device kink and observed gap between the tip and graft cover may have occurred during the advancement difficulties. A device issue cannot be ruled out as a potential cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary; a kink visible on the graft cover immediately distal to the front grip. The graft cover was kinked/bunched 7.0mm, 3.2cm and 9.5cm proximal to the cover tip. A gap of 4mm (fail) was observed between the taper tip and graft cover; specification is 0.5mm. The graft cover material was bunched proximal to the ro marker. The graft cover tip was flared and damaged. If information is provided in the future, a supplemental report will be issued.